Event description:
It was reported that the device was overheating during testing by the customer at the user facility. No medical intervention, adverse consequences, no patient harm or delay to a surgical procedure were reported with this event.

Manufacturer narrative:
Additional information: d9. The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that the device was overheating during testing by the customer at the user facility. No medical intervention, adverse consequences, no patient harm or delay to a surgical procedure were reported with this event.